Event description:
Left-side capsular contracture baker grade 3.

Manufacturer narrative:
Sientra complaint #: case-(B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.